Manufacturer narrative:
Surgical procedure, secondary surgery. (Double vision), (rotated), (slipped in eye), (repositioned), eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, specific root cause of the event could not be determined.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's right eye (od) in 2009. The icl was explanted two months later, due to the icl having malpositioned in the pt's eye. When pt returned for a post-op visit after the icl was implanted, he stated he could feel the lens rotating in the eye. The reporter stated the icl went from 180 degrees to 50-60 degrees and had slipped in the eye. After consulting with the manufacturer's medical scientific liaison, the icl was repositioned 90 degrees. The vision was good for a week or too, then the pt returned with double vision. The reporter stated it was noted the icl had rotated and slipped again. The reporter stated the vault was good in the eye. The reporter stated the surgeon decided to explant the icl. The icl was exchanged for a longer lens and at 1-day post-op, the bcva was 20/25. At the post-op visit twelve days later, the bcva was 20/20. The pt is doing well and is very happy with the implant. The reporter stated the event may have been possibly due to mismeasurement of the white-to-white.